Event description:
Pt with an angulated neck approximately 60 degrees. It was reported that the superior attachment system deployed slowly. During positioning of the balloon for ballooning the superior attachment system, the jacket guard stopped just distal to the attachment system. The decision was made to deploy the contralateral and ipsilateral attachment system. As the device was being retracted, they noticed that the superior attachment system seemed to have dragged down about 1 cm. Final angio revealed an endoleak. The pt was converted to standard surgical repair. Pt is stable at this time.